Manufacturer narrative:
Visual examination of the returned device finds evidence to support disassociation of the liner and cup while implanted. It is suspected that the devices were not fully engaged when first implanted, later leading to the disassociation now reported. A complaint database search finds no other reports against either product/lot combination associated with this event. Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a. No additional information was obtained. Through product trending, the occurrence rate for this type of failure is known to be very small. Based on the investigation, product contribution was not identified and a need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address fractureof the antirotaion pegs on the liner.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The cup associated with this report was not returned. A complaint database search finds no other reported incidents against this provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Previous examination of the returned acetabular liner confirmed the reported disassociation. It is suspected the liner was not fully locked into the acetabular cup. The cup was not returned for examination. A search of the complaints databases identified no other reports against the provided product/lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.